Event description:
Complainant alleges using a heating pad in bed for 30 mins and then turning the unit off. Two hours later, she awoke to a smoke filled room and found the heating pad had burned her bedding. No injuries were reported with this incident.

Manufacturer narrative:
This pad was severely bunched/crushed. Bunching/ crushing is abuse of the product, and a violation of the instructions and warnings provided. Complainant also used the product while sleeping, which is another abuse of the product, and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.